Manufacturer narrative:
No model or size was provided. However, from the serial number, it was determined to be a 3300tfx.-21mm. Customer letter not required. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Several requests have been made for clinical reports and additional information. However, no information has been provided at this time. Device will not be evaluated. Device remains implanted.

Event description:
Reportedly, pt suffered tia after a 17.7 months implant duration. Pt fully recovered after no hospitalization and no treatment. Device remains implanted. Thromboembolism; tia for some minutes, pt was not able to speak, had paraesthesia at the lower jaw and tongue. Pt was given aspirin. No other therapies reported.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device remains implanted. There is no new information regarding this event despite repeated requests by the clinician.